Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received atp and inappropriate high voltage therapies for svt. Device was reprogrammed and remains implanted.